Event description:
The clinic reported an unstable chamber maintenance causing a posterior capsule tear in the pt's operative eye. The pt required an unplanned vitrectomy procedure. The clinic reported there was no additional impact to the pt.

Manufacturer narrative:
The clinic could not verify which phacoemulsification machine was used during the event. The clinic's two sovereign unit serial numbers are (B)(4). Both phacoemulsification machines were examined and tested by an amo service technician aat the customer's location. The technician reported the phacoemulsification machine, serial no. (B)(4) displayed vitrectomy errors and as a proactive measure the pvit control assembly was replaced. The errors and component do not relate to the event. In addition, the technician reported the phacoemulsification machine serial no. (B)(4) met amo specifications and no issues were found. The technician was not able to identify an explanation for the event. The cause of incident experienced by the customer was not able to be determined.